Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) unit failed battery run there was no patent involvement.

Manufacturer narrative:
It was reported that during preventive maintenance (pm) the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement, and no adverse event was reported. A getinge field service engineer (fse) evaluated and replaced (d146-00-0039) battery, sealed lead acid,12v. The fse completed the pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Event description:
N/a.